Event description:
When the device was turned on inside the vessel, it twisted the wire and it looks like the tip pulled apart.

Manufacturer narrative:
The silverhawk device was received for evaluation with the tip assembly collar detached from the torque sheath (shaft). The drive shaft was intact and the tip was held to the full assembly. Microscopic examination revealed damage to the shaft, that is consistent with a twisting the collar off the torque shaft. The forces incurred were enough to permanently deform the material. Forces of this nature would exceed those normally observed during the procedure.